Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, balloon separation occurred. The target lesion was located in the superficial femoral artery. The 4.00mm x 1.5cm x 140cm flextome peripheral cutting balloon was being prepared for the procedure. Difficulty removing the balloon protector was experienced. When the protector was removed the balloon was separated from the device. The event occurred during preparation, outside of the patient. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was returned in two sections as a result of a shaft break located at the guidewire exchange port area approximately 24.9cm from the catheter tip. Evidence of stretching was present at the break site. The balloon protector was returned on the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted to the remaining shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, balloon separation occurred. The target lesion was located in the superficial femoral artery. The 4.00mm x 1.5cm x 140cm flextome peripheral cutting balloon was being prepared for the procedure. Difficulty removing the balloon protector was experienced. When the protector was removed the balloon was separated from the device. The event occurred during preparation, outside of the patient. The procedure was completed with another device. No patient complications were reported and the patient condition is good.